Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation and to correct an error in the initial b5. The following sections of this report have been updated: corrected b5, added codes to h6 type of investigation, corrected codes in h6 investigation findings, removed codes from h6 (conclusion not yet available and known inherent risk of device). The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The event of stenosis was unable to be confirmed as no medical record or imagery were provided for evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective and preventative actions are not required at this time.

Event description:
As reported by an edwards lifesciences field representative, 5 years, 2 months, 17 days post implant of a 23 mm 9600tfx sapien 3 valve in the aortic position, the patient underwent a valve-in-valve procedure with a 23 mm sapien 3 ultra resilia valve due to stenosis. The 23 mm sapien 3 ultra resilia was implanted successfully. Despite multiple investigational attempts, it was not possible to obtain additional details regarding the valve in valve procedure.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported by an edwards lifesciences field representative, 4 years, 2 months, 17 days post implant of a 23 mm 9600tfx sapien 3 valve in the aortic position, the patient underwent a valve-in-valve procedure with a 23 mm sapien 3 ultra resilia valve due to stenosis. The 23 mm sapien 3 ultra resilia was implanted successfully.